Event description:
During an incident in 2002 involving a male pt in cardiac arrest, this defibrillator delivered 3 shocks and displayed "check electrodes" after each shock. The pt was transported to a hospital. The customer also reported that this defibrillator does the same thing during testing using a check module.